Event description:
Medtronic received information that this bioprosthetic valve was successfully implanted 12 days after the use by date. No adverse patient effects have been reported.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The valve remains implanted. The mosaic porcine bioprosthesis instructions for use (IFU) contains instructions that the product should not be used beyond its labeled expiry date. This date reflects a 5-year shelf life that has been validated by medtronic and approved by the FDA. The validation process only reflects the length of medtronic's testing - it is not necessarily an end point for sterility or integrity of the product. However, medtronic heart valves does not recommend or endorse the practice of implanting a heart valve beyond its posted shelf life. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.